Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received several inappropriate therapy for antitachycardia pacing (atp) and high voltage (hv) therapy due to at/af. Programming changes were made. Patient is fine.